Manufacturer narrative:
H10: as the lot number for the devices were not provided, a device history review could not be performed. For one malfunction product catalog no was updated to ec500j. The samples were not returned to the manufacturer for inspection/evaluation however, medical records were provided for review for 18 malfunctions as well as one malfunction provided images and a medical abstract was provided for another malfunction. For 17 malfunctions, the investigations were confirmed for perforation. For one malfunction, the investigation is confirmed for perforation and unconfirmed for tilt. The final malfunction is inconclusive for perforation. Based upon the available information, the definitive root cause for this event is unknown. The devices are labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes 19 malfunctions. A review of the reported information indicated that an unknown vena cava filter allegedly experienced perforation. This information was received from various sources. Of the 19 malfunctions, 19 patients were involved with no patient consequences or impact. Nineteen patients age ranged from 24 to 80 years of age. One of the patients weighed 245 lbs and of the 19 patients, 8 are male and 8 are female. The remaining patients' age, weight, and genders were not provided.

Event description:
This report summarizes 19 malfunctions. A review of the reported information indicated that an unknown vena cava filter allegedly experienced perforation. This information was received from various sources. Of the 19 malfunctions, 19 patients were involved with no patient consequences or impact. Eighteen patients ages ranged from 24 to 80 years of age. One of the patients weighed (B)(6) lbs and of the patients, 8 are male and 8 are female. The remaining patients' age, weight, and genders were not provided.